Event description:
It was reported that the pump was dysfunctional. A critical motor stall was noted due to motor stall. Diagnostic testing/troubleshooting was noted, but it was unknown what was done. The patient had increased spasticity. The pump was explanted and replaced. The patient status at the time of the report was noted as ¿alive no injury.¿ the pump system was being used to deliver lioresal. It was further reported that no tests were performed, just symptomatology because the spasticity and alerts displayed as a stalled pump. It was stated there was no magnetic resonance imaging (MRI) performed lately, and that the motor stall did not recover. It was noted the physician knew that the pump was not working properly because the critical alarm began and patient spasticity came up again. He interrogated the pump and the pop up message appeared as a stalled pump occurred.

Manufacturer narrative:
Analysis of the pump revealed motor gear train corrosion and-or wear and-or lubrication. A stall due to gear wheel 3 was also found.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.